Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of adnexa uteri pain ("pain left fallopian tube area since insertion") in a 38-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of adnexa uteri pain ("pain left fallopian tube area since insertion") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): adnexa uteri pain: 78 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of adnexa uteri pain ("pain left fallopian tube area since insertion") in a 38-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.